Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became entrapped on the wire. The target lesion was located in the left iliac vein. A non-bsc balloon catheter was advanced over a 035/260 amplatz super stiff¿ guide wire, however, upon attempting to inflate the balloon, the balloon became stuck with the wire. Venogram picture was performed and the two devices were removed together as one unit. The procedure was completed with different device. No patient complications were reported and the patient's status was fine.